Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es mini tray would not open and the screen indicated "requires maintenance". A restart of the deiced did not fix the issue. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1¿4 on the anesthesia station was mechanically stuck. The drawer moved slightly backward but remained locked moving forward, likely due to the control unit anchor being stuck in the downward position. No visible obstructions such as medication spills or staining were found. The field service engineer refilled the medications in the drawer, which successfully released it, suggesting the refill process may have reset the drawer mechanism. Further information from the field service engineer indicated upon return to the facility he was advised that "she had successfully recovered the previous previously failed mini drawer this morning when she refilled medication¿s" this case has been resolved without a cause. The system functioned as intended after the customer resolved the issue.